Event description:
Profound and permanent neurological injuries [nervous system disorder], neuropathy [neuropathy peripheral], severe and permanent physical injuries [injury], excess zinc [blood zinc increased], copper depletion [copper deficiency]. Case description: an attorney reported that their client, a female age (B)(6), used fixodent denture adhesive, version unknown cream and super poligrip denture adhesive cream for dentures, with a last known use in 2009 and reported the following: profound and permanent neurological injures; severe and permanent physical injuries which have left her unable to perform her normal, customary and daily activities; diagnosed with neuropathy attributed to excess zinc resulting in copper depletion. She has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer for 40 years. No further information was provided.

Manufacturer narrative:
Lot number or product not provided therefore, unable to proceed with batch retain testing or product investigation. (Us) otc device: yes.